Event description:
The device was returned after the patient expired and subsequently tested out of specification. The cause of death/additional information has been requested, but no response has been received to date.